Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Event description:
It was reported that the apollo posted a ventilator fail alarm during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
We were informed of two vent failure events that are reported to have occurred on the same apollo device. The first event took place on 21 february 2025 and is registered under MDR report no. 9611500-2025-00684. The date of the second event is 11 november 2025 with corresponding MDR report no. 9611500-2025-00682. The electronic log file was available for invesitgation but only covered the second event, as the entries for the event in february had already been overwritten. The reported device failure which took place in november could be reproduced by means of the information stored therein. The device has recognized a failure related to the motor position detection (encoder check error) and reacted in accordance with the specifications by generating a visible and audible "vent fail" alarm. Since replacement of the motor, no further problems have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the apollo posted a ventilator fail alarm during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.